Event description:
It was reported that the procedure was to treat 90% stenosed de novo lesion in the right coronary artery (rca) with heavy calcification and heavy tortuosity. The 2.75x48mm xience xpedition stent delivery system (sds) was advanced to the target lesion and the stent was deployed; however, distal and proximal edge dissections occurred. A 3.0x28mm xience alpine stent was used to treat the proximal dissection and a 2.5x28mm xience alpine stent was used to treat the distal dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.